Manufacturer narrative:
The nurse called the company technical support specialist (tss) to assist with troubleshooting. The o-ring on the I/a handpiece was checked and appeared intact. The nurse checked the vacuum on the system and it was noted to be above "normal limits". The vacuum was adjusted and the system was rebooted. The system was used for the rest of the day with no further problems. The nurse did not request service for the system. No samples were sent for investigation. A review of complaints for the last 24 months did not indicate any additional reports associated with this system. A review of service requests for the last 24 months did not indicate any additional related reports for this system. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to FDA on: 10/23/2009.

Event description:
The nurse reported that during I/a, a small strand of vitreous came up to the tip of the I/a handpiece. The surgeon attempted to reflux while depressing the foot pedal. The surgeon was able to dislodge the vitreous, but the surgeon was unsure how he accomplished the release. The surgeon also noted, even though a small strand of vitreous was noted in the capsular bag, a posterior chamber iol was implanted. No anterior vitrectomy was performed on this patient. The surgeon stated the case went fine. The surgeon stated the patient is doing well.